Event description:
It was reported that the patient passed away due to subarachnoid hemorrhage, bacteremia, and heart failure with reduced ejection fraction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of infection, sepsis, stroke, respiratory failure, other patient-related conditions, as well as the subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, ¿introduction¿, lists infection, sepsis, stroke, bleeding, respiratory failure, and death as adverse events that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿, provides care instructions in reference to preventing infection. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The heartmate 3 lvas patient handbook, rev. D, provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the infection was determined to be the cause for the subarachnoid hemorrhage. The patients international normalized ratio (inr) was greater than 10. The stroke was confirmed through a computed tomography and treated with diuretics, broad spectrum antibiotic, and vitamin k. The patient's inr was rechecked every three hours and medication was re-dosed accordingly. Blood gases showed metabolic acidosis with respiratory compensation. There was a rise in lactic acid and the patient was intubated. The bleed worsened even after intervention. The death was not considered to be device related and the device operated as intended. It would not be returned for evaluation.